Event description:
It was reported that the patient was asymptomatic and the implantable cardioverter defibrillator was found to be in the back-up mode. Programming changes were made on the device. No patient consequences. On (B)(6) 2021, patient presented in-clinic and upon review making programming changes the implantable cardioverter defibrillator reverted to back-up mode. Programming changes were again made on the device. No patient consequences.